Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 160mg/dl on their meter and 140mg/dl on the lab. Tests were done within 10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported.